Event description:
Customer reported that while supporting a patient, the battery for the backup controller on css console #6 indicated a low charge condition. The patient was switched to a backup css console so that the backup controller battery could be replaced by the biomedical engineer. There was no patient impact. After the controller battery was replaced, the console successfully passed the console test validation protocol. This alleged failure mode poses a low risk to the patient because the alleged malfunction does not negate the ability of the console to perform its life-sustaining functions. In addition, the console has a redundant, primary controller, and redundant system performance was not affected. The controller battery will be returned to syncardia for evaluation.